Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had an area of shell abrasion on the posterior view. Additionally a tear was noted on posterior view within shell abrasion measuring approximately 1.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, experienced a possible left breast implant rupture, post-procedure. The possible rupture was diagnosed via mammogram. As a result, the patient underwent bilateral removal and replacement with two mentor gel implants (300cc mentor memorygel breast implant catalog: 3503001bc) on (B)(6) 2021. On (B)(6) 2021, both the left and the right devices were received and it was discovered that the right breast implant was also ruptured. This medwatch form is for the right breast prosthesis. Complication on the left breast/implant was reported under mrn: 1645337-2021-06183.